Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was at a youth gathering. Guests at the event found him unconscious and called an emergency doctor. The cgm showed 102 mg/dl and no bg measurement was taken. One of the guests put glucose in the patient¿s mouth after which the patient started to become conscious again. When the doctor arrived, a glucose infusion was given. The bg value after the glucose was 55 mg/dl. The patient regained full consciousness after ten minutes. At some point later the cgm was reading 160 mg/dl but the bg was 230 mg/dl. At the time of the report and at later follow up, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.